Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement and displacement test. Replace battery alarm, replace battery now alarm, power loss alarm and power error 25 alarm confirmed in the long trace. Detail trace analysis confirmed the pump alarmed replace battery, replace battery now, power loss and then alarmed pump error 25 was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance (j6 pcb 1). After disconnecting and reconnecting the internal battery connector at j6 pcba 1. Pump was monitored and functioned properly. Pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, cracked retainer and minor scratched lcd window.

Event description:
The customer reported via phone call the insulin pump alarmed power loss. The customer's blood glucose levels are 176mg/dl during the incident. The pump will be replaced and returned for analysis. No further details are given.